Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a safety syringe. The customer stated that, the needle detached from the hub and stayed in the pt. The needle was able to be pulled out.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.